Event description:
It was reported that during implant the right atrial (ra) lead was attempted but not used as the helix was not able to be extended when tried in a second position. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): the lead was stretched, the inner insulation was kinked/buckled and torn, and the lead was damaged at implant; full lead returned and analyzed.